Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the pacemaker was oversensing noise on the atrial channel, causing inappropriate episodes of automatic mode switch in the unipolar configuration. The device was explanted and replaced. The patient was asymptomatic and in stable condition.